Event description:
Patient reported cadd legacy 6400 (B)(4) is beeping on/off every 10-15 minutes without error messages. Patient was using pump when event occurred. No adverse event due to pump malfunction, new pump being sent and return box for malfunction pump. (B)(4).